Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: investigation revealed multiple cracks in the battery compartment and the battery cap had stripped threads. Unrelated to the complaint, testing revealed the time and date reset to factory settings. The pump was opened and evaluation revealed the internal clock battery on the circuit board had failed. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed multiple cracks in the battery compartment. Evaluation also revealed that the battery cap threads were stripped. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2015.